Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug was repaired and the circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported there was no power to the workstation attributed to a system malfunction. There was no patient injury or death reported.